Event description:
It was reported that a malfunction alarm occurred. The customer declined to provide this information about blood glucose level. Technical support decided to replace the pump, and the caller will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The pump will be returned using a pre-paid label. Additionally, cts provided instructions on managing the pump's battery until it is returned, which the caller acknowledged.